Manufacturer narrative:
Patient identifier and patient age not available per site representative. Software investigation completed. A medtronic representative, at the site, checked-out the system and was able to launch synergy cranial without any issues; no sr manager error. It was noted that the exam was removed from the system and will not be sent in for review. Software has been fully functional since software was re-installed on (B)(4) 2013.

Event description:
A medtronic representative reported that the stealthstation s7 system monitor went black after completing a patient registration, as they were proceeding to the navigate task. The site representative stated that they then returned to the beginning of the cranial application and proceeded back to register, however, their registration was gone. The patient was re-registered and the screen went black before navigating. The system was re-booted and then 'failure in sr manager' was displayed when they attempted to launch synergy cranial. The surgeon completed the procedure with the use of a different s7. There was no impact on patient outcome.